Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: there was contrast in the inflation lumen and blood in the guidewire lumen and in between the balloon folds. The balloon was tightly folded. There was a complete hypotube separation 67.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire and inflation lumen is indicative of handling beyond simply unpackaging the device, as was reported. There was no evidence of any material or manufacturing deficiencies contributing to the broken hypotube or confirmed hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that balloon shaft kink occurred. While unpacking a 3.5mm x 12mm quantum¿ maverick¿ balloon catheter for use, it was noted that the balloon shaft was kinked. No patient complications were reported and the patient's status was stable. However, returned product analysis revealed shaft broken.